Event description:
A mo ma ultra cerebral protection device and a non-medtronic stent were used to treat a lesion in the left ica to cca. The patient suffered a stroke approximately 4 days post index procedure. The stent was deformed and had not fully expanded. The vessel was occluded resulting in the stroke. The physician dilated the stent with a balloon and deployed an additional stent. Extra hospitalization time was required. Patient has recovered. The investigator has assessed that the event was not related to the device or procedure.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).